Manufacturer narrative:
Trackwise ID 741000. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working. The hp2 vessel sealer worked properly for 4-5 branches, then stopped working. No long burns, or multiple ones was done in a short period of time. No energy to the jaw when the hand piece was activated. They changed the cord and it didn't help. When they changed the hp2 harvesting tool the device worked without issue. Customer stated there was no adverse reaction or delay in the surgery. No harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 12/29/2022. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the heater wire or the clear silicone insulation on both the cold and hot jaws. Both the cannula and the harvesting device were returned for evaluation. There were no visual defects observed on the cannula or the harvesting device. The c-ring was observed to be intact, with no visual defects observed. The heater wire on the harvesting device was observed to be intact, with no visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation "electrical /electronic property problem" was not confirmed. The lot # 3000258449 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #(B)(4) notification was received from gxo that 1 out of 500 units was found damaged during the inbound inspection for material # vh-4000 batch # 3000258449. Gxo ncmr ref#: (B)(4). ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a